Event description:
It was reported that the healthcare provider (hcp) had been having issues with intrathecal baclofen pumps lately.

Event description:
Additional information received reported the healthcare professional (hcp) stated that this was hearsay and not based on any additional, unreported complications. It was noted the hcp stated there was no additional information available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).